Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. The physician completed rotablation and then deployed a non-bsc stent. The physician advanced the 4.5x20mm quantum maverick balloon to the lesion to post dilate and on the third inflation, inflated the balloon to 18 atms and the balloon ruptured. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). Device eval: the device was disposed off by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).